Manufacturer narrative:
Corrected data: h9: the recall number was inadvertently not entered in the initial report.

Event description:
A user of viewray's mridian system s/n (B)(4) reported "when doing an adaptive qa, the pdf was displaying dose differences inside the ptv". The anomaly reported from these two sites impacts the treatment planning and delivery system (tpds) software and identified a scenario where a discrepancy between optimization and planning forward dose calculation between adaptive optimizations and aqa dose calculations can occur. No injury has occurred. Investigation determined that in some cases the tpds sequencer may produce a beam segment with a negative beam weight. Beam weights with negative values are intended to be discarded by the sequencer. If the software does not identify the negative segments and discard them, they are given to the dose engine (referred to as kmc in what follows) for segment dose calculation. In kmc, the linac source finds the negative beam weight and returns an error from the set segments call. However, when this issue occurs the error message is ignored by the dose calculator and it proceeds with segment dose calculation. The linac source will not set the segment shapes for the segments that follow the negative beam weight segment; it simply returns the error at the negative beam-on-time segment without finishing the loop over segments, resulting in the use of incorrect segment shapes and hence in a wrong dose calculation. As a result, when this issue occurs there is a large discrepancy between the optimized dose and the calculated dose.